Event description:
Boston scientific corp was info that during an esophagogastroduodenoscopy (egd) procedure, the clip would not come out of the sheath, the clip was stuck within the sheath and would not open. The physician completed the procedure with another of the same device with no patient complications, and the pt is fine.

Manufacturer narrative:
The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined. The suspect device was used beyond the product expiry. The direction for us (dfu) document states that the customer should ensure that "products are used prior to the expiration date on package label."